Manufacturer narrative:
Footboard not properly seated onto bed connector.

Event description:
It was reported by service report that no functions work on the footboard. No patient involvement or adverse consequences are reported.